Event description:
Customer reported a malfunction alarm with code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the issue did not recur, allowing the customer to continue using the pump.